Event description:
A patient death was reported by a family member with the allegation that the device contributed to the death. Information identified in the manufacturer's data base indicated the patient died approximately five years post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were made with the funeral home and were unsuccessful. Addition information was also requested from the physician as well. A patient past medical history of congestive heart failure was noted and the last device check reported normal device function. The cause of death was not known. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 6944 implantable defibrillation lead (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2007. The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.